Event description:
It was reported that a small volume folfusor experienced an underinfusion. The event was described as "slow flow". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with 18ml of residual fluid in its bladder. According to the label affixed to the device, the device had been filled with fluorouracil and normal saline. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from 05/01/2013 to 05/02/2013. The device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.